Event description:
Related manufacturer reference number: 2017865-2019-05080. It was reported that the patient presented with a ruptured implant pocket. It was suspected that the patient had infection. The system was explanted on (B)(6) 2019 and replaced on the right side. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.